Event description:
A "self dialysis" pt in (B)(6) completed a five hour dialysis treatment at a (B)(6) for self dialysis pts that is maintained by the hosp. The pt called the emergency svs and reported he could not stop the bleeding from his femoral access site. The emergency svc team found the pt dead upon their arrival at the community house. It appeared the pt expired from a major blood loss from his femoral access site. The machine was quarantined by the customer. As part of standard procedure, a gambro technical svc supervisor was present during the insp of the machine. It was reported the dialyzer and blood lines were still connected to the machine without any visual anomalies. Hosp personnel did not believe the machine was related to the pt death.

Manufacturer narrative:
The gambro polyflux dialyzer was not available for investigation. There were (B)(4) dialyzers produced and distributed worldwide from this lot number. A review of the lot history record confirmed this lot was produced and tested without any nonconformities. Review of gambro's complaint history file concluded there were no other complaints reported for this lot number. Gambro received no info to suggest that a gambro product caused or contributed to the event and it does not regard the submittal of this report as an admission of causation or liability.